Event description:
Additional information was received from a manufacturer representative (rep) stating that impedance and connectivity was checked during the implant and was all within normal limits. At the very end, as the patient (pt) was rolling out, the rep tested again, and one of the impedances came back at 40000. It is unknown when the patient first started experiencing this issue. The cause was not determined. Rep states they will be programming around the electrode with the impedance. This issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 12-jun-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were lead impedances connectivity issues.